Manufacturer narrative:
Analysis identified the motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. Alarm waveform test was done on the pump with the results as follows: peak to peak voltage measured during the test was 6.88 volts. The battery voltage measured during the test was 2.90 vdc. The peak to peak voltage measured during the test needs to be at least twice that of the battery voltage measured during the test, which it was. The catheter was incomplete and returned in segments. Analysis of the proximal and distal catheter identified acceptable testing. There was no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n113069, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, lot# j11161r51, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative, and a consumer regarding a patient receiving morphine (15 mg/ml, 7.396 mg/day), fentanyl (20 mg/ml, 9.862 mg/day), and bupivacaine (14.1 mg/ml, 6.952 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and chronic low back pain. The patient reported that the pump was alarming. The patient went to the hcp and had the pump read, which revealed that a motor stall was occurring. Upon reading the logs, the hcp noted it had stalled on (B)(6)2015 at 2:15, and recovered at 20:18; then stalled again on (B)(6) 2015 at 08:51, and recovered 19:15. Then stalled again on (B)(6) 2015 at 16:29 and did not recover. The logs also showed a motor stall on (B)(6) 2015 at 5:29, and recovered at 6:24. Regarding the cause of the motor stalls, it was noted there was no magnetic resonance imaging (MRI), nor anything that was known to cause motor stalls. The patient was scheduled for replacement in (B)(6), and the elective replacement indicator (eri) was reported as 6 months; then it was noted the device would be replaced on (B)(6) 2015. The patient was placed on oral dilaudid 4 mg, 2 tablets, 4 times daily until the replacement. The issue was not resolved. The patient status was alive no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.